Manufacturer narrative:
Inspected one opened/used sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a sensor signal not found alert. Blood glucose at the time of the incident was 124 mg/dl. Troubleshooting was performed. It was instructed to remove the sensor; the customer indicated that the sensor¿s cannula was missing. The sensor will be returned for analysis.